Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the contrast was leaking from the distal end of the balloon (subject device) inside the vessel. Then the balloon catheter was removed and the procedure was completed with another device. In addition, it was reported that resistance was observed when advancing or retrieving the balloon catheter through the guide catheter. The patient was stable following the procedure. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated balloon catheter was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported balloon leaked cannot be determined.

Event description:
During the procedure, it was reported that the contrast was leaking from the distal end of the balloon (subject device) inside the vessel. Then the balloon catheter was removed and the procedure was completed with another device. In addition, it was reported that resistance was observed when advancing or retrieving the balloon catheter through the guide catheter. The patient was stable following the procedure. No clinical consequences reported to the patient.

Manufacturer narrative:
Product available to stryker: updated. Returned to manufacturer on: updated. Device evaluated by mfg: updated. Summary attached: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the balloon catheter was kinked and the balloon catheter tip was damaged. During the functioning test, it was revealed that the balloon was leaked and resistance was experienced at the kink of the catheter. It is probable that the subject device was damaged as a result of the resistance felt advancing through the guide catheter and the resistance was due to the procedural factors. An assignable cause of operational context caused will be assigned to the reported and analyzed defects, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the procedure, it was reported that the contrast was leaking from the distal end of the balloon (subject device) inside the vessel. Then the balloon catheter was removed and the procedure was completed with another device. In addition, it was reported that resistance was observed when advancing or retrieving the balloon catheter through the guide catheter. The patient was stable following the procedure. No clinical consequences reported to the patient.